Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient mentioned having a secondary skin infection. The patient says their healthcare provider (hcp) had looked at implant site and "there is a little bit of swelling, but that's because of a secondary skin infection". They said this started happening "maybe a week after the implant, and my skin got really red and warm to the touch and puffy and they put me on keflex and that took care of it almost within 24 hours or maybe 2 days". The patient says the infection was "on the skin around the implant but not on the incision site".